Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: to aid in the investigation of this incident, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, the cannula was observed cracked/split. The observed damage would result in leakage. As a lot number was unknown for this incident, a review of the production process and quality inspections for the affected lot could not be completed. The supplier of the cannula components has identified several potential causes for this type of damage, including failure in power supply during production, misalignment during welding, and grease or oil presence affecting manufacture. At this time an exact cause could not be identified. H3 other text : see h.10.

Event description:
It was reported that the bd eclipse¿ needle experienced leakage. The following information was provided by the initial reporter: article description: bd eclipse safety needle 25g 5/8 (0.5x16mm (orange). Your article number: 305760; lot number article: unknown; description of complaint: leaks from the needle itself (not at the connection).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd eclipse¿ needle experienced leakage. The following information was provided by the initial reporter: article description: bd eclipse safety needle 25g 5/8 (0.5x16mm (orange) your article number: (B)(4). Lot number article: unknown. Description of complaint: leaks from the needle itself (not at the connection).